Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. It is possible that a leak in the scope connector, which causes the ethylene oxide (gas) valve (eto) to wet and cause communication issues, may lead to no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had no image with error e216 (scope communication error code). There was no patient involvement.